Event description:
Patient presented to the physician with mrsa infection around the salivary glands and the chest incision site. Physician brought the patient into the or, explanted the entire inspire system, irrigated the chest and neck incision pockets with antibiotic solution and saline, and closed. Postoperative antibiotics were prescribed after the procedure was completed.